Event description:
On (B)(4) 2021, during an endovascular procedure, when the physician inserted the gore® excluder® aaa endoprosthesis featuring c3 deployment system into a gore® dryseal 18fr sheath, a "pop" was heard. Shortly after that, blood began to leak from the sheath. The physician removed the excluder® delivery system and noticed a metal wire protruding out of the proximal portion of the constrained stent graft. It appeared to be a piece of nitinol wire sticking out between the olive tip and the stent graft. The device and sheath were disposed of at the hospital and not sent back for evaluation.